Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest blood glucose of 387 mg/dl for an estimated duration of 5 hours, and the user later observed the infusion set appeared not fully inserted and secure; troubleshooting and education were provided, and no alerts or alarms were reported. Symptoms included no acute clinical effects. Outcomes included no need for medical intervention and no impact on activities of daily living. Investigation included a review of device-use history and user interview. Investigation of this case revealed a probable infusion set insertion or securement issue with subsequent resolution after infusion set replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory infusion set factors, and the device functioned as expected after set change.